Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.75x20mm synergy ii drug-eluting stent was advanced but failed to cross the lesion and it was observed that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no event date was provided. Device is a combination product. B5 corrected. Device codes h6 corrected from 2976 material deformation to 1069 break. A synergy ous mr 2.75 x 20 mm stent delivery system was returned for analysis without the stent as the stent was implanted. The balloon cones were reviewed, and no issues were noted. The balloon wings appeared folded. Crimp markings visible on balloon wall. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and the laser-cut region was fractured 109.8cm distal to the distal end of the strain relief. The core wire is visible at fracture site. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.75x20mm synergy ii drug-eluting stent was advanced but failed to cross the lesion and it was observed that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications nor injuries were reported. Previously it was reported that stent damage occurred. Now it is reported that a shaft crack occurred. During stent deployment, the pressure of the indeflator did not increase. To avoid risk of stent dislodgemet, pressure was raised instantly and the stent was properly deployed. After the delivery system was removed outside the patient, it was noticed that there was a shaft crack which caused this issue.